Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal cramping and cloudy effluent. It is well established that pd patients are at high risk for infections of the peritoneum. The reported cause of this patient¿s infection was attributed to faulty cassettes and/or dialysate solutions by a medical professional; however, this was contradicted by the patient¿s account that he did not utilize the faulty products, just products from the same box. The opened cassette and dialysate solution with the broken cone were not returned to fresenius for product inspection. Additionally, because the effluent fluid culture yielded no organism, the origin and transmission of the peritonitis causing pathogen(s) remains unknown. Though effluent fluid cultures presented no growth, a decrease in wbcs in response to antibiotic therapy provided evidence of a resolving peritonitis infection. In the absence of vital information, the cause of this patient¿s adverse event cannot be determined. Therefore, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 27/jun/2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service that it was suspected he contracted peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 following abdominal cramping and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of greater than 1700/mm3. The patient was diagnosed with peritonitis and prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and duration not reported) to address the infection. The patient was not hospitalized for this event and continued on antibiotic therapy at home. Follow up peritoneal effluent fluid cultures and a wbc count taken in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 19/mm3. The pdrn attributed the patient¿s infection to faulty cassettes and/or dialysate solutions based on the patient¿s initial account of missing packaging for a cassette and a missing cone on a solution; however, in a follow up on (B)(6) 2024, it was affirmed by the patient that he did not use the cassette with the broken seal or the solution with the broken cone, rather he used products from the same boxes. The patient¿s disposition and status on pd following these events were not reported.

Event description:
On (B)(6) 2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service that it was suspected he contracted peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 following abdominal cramping and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of greater than 1700/mm3. The patient was diagnosed with peritonitis and prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and duration not reported) to address the infection. The patient was not hospitalized for this event and continued on antibiotic therapy at home. Follow up peritoneal effluent fluid cultures and a wbc count taken in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 19/mm3. The pdrn attributed the patient¿s infection to faulty cassettes and/or dialysate solutions based on the patient¿s initial account of missing packaging for a cassette and a missing cone on a solution; however, in a follow up on (B)(6) 2024, it was affirmed by the patient that he did not use the cassette with the broken seal or the solution with the broken cone, rather he used products from the same boxes. The patient¿s disposition and status on pd following these events were not reported.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.